Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On an unreported date, the pt was hospitalized for a bowel infection. On an unreported date, the patient experienced bacterial peritonitis manifested by abdominal pain, cloudy effluent, and feeling sick. The pt reported, the doctor had told her that the peritonitis was related to a bowel bug and also to her diverticulitis condition that she has had on and off for more than 10 years. The pt was treated with an unspecified antibiotic intraperitoneally (ip). At the time of this report, the peritonitis had resolved, the pt was recovered, and dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted.